Event description:
It was reported the device had a primary audible alarm failure. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was in good condition with no appearance of any physical damaged. The technician performed tests unable to determine the intermittent of the error. The reported event was unable to determine, no physical or any other damaged was found on speaker or (low profile) interconnect board. The root cause of the reported issue could not be determined. The technician replaced speaker for preventive. Performed occlusion test and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).